Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the implantable neurostimulator (ins) battery worked for about 6 months after implant but had not worked since. No further complications were reported.